Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent a trial lead procedure on (B)(6) 2016. It was also reported the patient was admitted to the hospital on (B)(6) 2016 due to leg weakness. The patient's targeted area of pain is low back, and bilateral leg. Additional information revealed a CT myelogram showed stenosis in the area of the lead. As a result, the physician decided to remove the patient's lead. Follow-up information identified the patient's leg weakness was no longer present and the reported issue is now resolved.